Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage. Visual analysis indicated that the used attain hybrid guide wire and the guide wire advanced smoothly. Also, used the zinger support steerable guidewire .014 which also advanced smoothly.

Event description:
It was reported that during an implant attempt, the guidewire would stick and not advance smoothly resulting in a prolonged procedure time. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.